Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Was the suture removed? If yes, what the patient re-sutured? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications? Were cultures performed? Results? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. (B)(4). Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m

Event description:
It was reported that a patient underwent a partial epidermectomy surgery on (B)(6) 2022 and suture was used. During the procedure, the suture was used in intradermal with interrupt sewing. Two days later, the wound occurred with redness, swelling and purulent. The patient experienced poor wound healing. The hospital performed debridement. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Was the suture removed? If yes, what the patient re-sutured? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications? Were cultures performed? Results? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. (B)(4).

Event description:
It was reported that a patient underwent a partial epidermectomy surgery on (B)(6) 2022 and suture was used. During the procedure, the suture was used in intradermal with interrupt sewing. Two days later, the wound occurred with redness, swelling and purulent. The patient experienced poor wound healing. The hospital performed debridement. Additional information was requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: 3/14/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional h6 component code: g07002 reported condition not confirmed additional h3 investigation summar:y four packets of product code vcp433 were received for evaluation with the packaging closed, the unopened samples were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on winding former. The sutures were dispensed without problems and examined along of the strand and no defects, damaged on suture surface could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure -25years old and female name of index surgical procedure?-- excision of epidermal tissue the diagnosis and indication for the index surgical procedure? --unk what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unk on what tissue was the suture used? -- subcutaneous tissue what was the tissue condition (normal, thin, calcified, fragile, diseased)?--normal how was the suture placed (interrupted or continuous)?--interrupted how was the suture originally tied (multiple knots, square knot, etc.)?--unk please describe any medical/surgical intervention required for this suture event including dates and results. --unk was the suture removed? If yes, what the patient re-sutured?¿not removed, just re debridement were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?--unk other relevant patient history/concomitant medications?--unk were cultures performed? Results? No did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No what is the physician¿s opinion as to the etiology of or contributing factors to this event? Consider the suture was contaminated before the suture was used, and within intact package what is the patient's current status? Good if applicable, will product be returned? If so, please provide the return date and tracking information. The sample has been sent attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain in further detail what is meant by the statement ¿consider the suture was contaminated before the suture was used, and within intact package¿ why is it believed that the suture in the intact package was contaminated? Was the package received "opened" or unsealed? Were there any rips, tears, or holes in the packaging? Did the patient have an infection?